Manufacturer narrative:
Concomitant medical products: product ID: 97745ac, serial#: unknown, product type: accessory. Product ID: 97745ac, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer rep regarding a patient with an implantable neurostimulator (ins). It was reported that the prongs had broken off the power cord that plugs into the outlet> the patient reported that because they have not been able to charge, they were not feeling stimulation and were in pain.